Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that an ar-4502 a curved needle speedcinch, lot 10022034, was used for an acl/meniscal repair procedure. When the toggle button was pushed for the #1 position and the trigger was pulled the anchor did not deploy. Nothing was deployed from this speedcinch ((B)(4)). This first speedcinch, lot 10022034 is being returned for evaluation. A new ar-4502 curved needle speedcinch, lot 10014197, was opened. Both peek implants from this speedcinch were deployed and upon tightening the cinch construct the #1 peek implant pulled out of the meniscus. The second peek implant was then intentionally pulled out of the meniscus along with the rest of the construct. An extra incision was made superior to the previous location and a new speedcinch was successfully used to complete the case. The speedcinch, lot 100141197 was discarded by the facility with the peek implants and construct.